Event description:
It was reported that prior to an unspecified atherectomy procedure, foreign material was noted. Upon removing the rotablator rotalink 1.25mm burr from its package, foreign material was noted on the burr. The device was not used during the procedure. Another of the same device was used to complete the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.